Event description:
Information was received indicating that this cadd extension set kinks up and blocks the medication. The patient switched to another tubing. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.